Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer followed several corrective steps, including disconnecting and reconnecting tubing and delivering a bolus. Despite these efforts, the occlusion alarms persisted. Technical support recommended replacing the pump, and arrangements were made to send a replacement pump to the customer while they continued using their current device.